Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 396 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was spinal injury. Customer had surgery and stated that steroid shot had elevated his blood glucose. Customer was advised by the doctor to discontinue use of pump before the pre-operation.